Event description:
It was reported that there was a chronic elevation of the right ventricular thresholds, and decreased impedance since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) inner insulation breached; distal segment returned and analyzed.